Event description:
It was reported that there was difficulty recapturing the closure device. A watchman access system (was) double curve was positioned and a 27 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. It was reported there was difficulty in recapturing the closure device during the procedure. The device was successfully recaptured after about an hour by use of cold saline injections. The procedure was not completed. There were no patient complications reported and the patient's status is stable.